Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead's impedance started to go up in the beginning of (B)(6) 2018. The physician was dr. (B)(6) at (B)(6) cardiology associates in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).